Event description:
It was reported that, "surgeon reported that one of the set screws of the cross connector was stripped out."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.